Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels were not provided. It was also reported that the controller was showing a message stating "more than one pod found". The patient was treated with 6 units of insulin via injection. The patient was released the same day. The pod was not worn when seeking medical attention.